Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire at the distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. The probable root cause of conductor wire breakage is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm force bipolar instrument had an exposed wire. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: it is unclear if the scrub tech or the surgeon noticed the broken wire. The surgeon did not remember what color the broken wire was as they no longer have the device. The instrument and cannula were not removed together. No additional port was required.

Event description:
Refer to h11 for follow-up information.